Manufacturer narrative:
The device history record, rtr-0883-20001, ln: 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic's nurse, and she provided us with the required patient information. In addition, she confirmed that the patient did not experience adverse effects. In addition, on (B)(6), 2025, the physician communicated with another representative from intera oncology. The physician mentioned that the patient went in for a refill and the pump had "reset" (flowed as anticipated). The physician determined that the pump will not be replaced. Since the pump remains implanted in the patient and pump began to operate normally, we're unable to provide a root cause of this incident.

Event description:
Intera oncology received a report of intera 3000 hepatic artery infusion pump flowing quickly. The patient had the pump implanted on (B)(6) 2025. On (B)(6) 2025, 16 days post implant, the pump was accessed and was empty. The pump was filled with 30cc's of saline on that day. On (B)(6) 2025, 7 days after post refill, the pump was accessed and only had 11cc's in the chamber. The pump was filled again with 30cc's of saline. The clinic scheduled another refill on (B)(6) 2025, and the pump "reset" (flowed as anticipated). The physician determined that the pump will not be replaced.